Event description:
Customer states: display shows impossible numbers. Battery display shows only 1 of 4. Additional info was received on (B)(4) 2014. What is meant by "display shows impossible numbers"? What anomalies are being displayed? It means that the display has some segments who are not working. For example when the display should show a 7, it shows only a 1. What is meant by "battery display shows only 1 of 4"? Are you referring to battery bar indicators? Yes I'm referring to the battery bar indicator. The customer told that the indicator display only one light even with new batteries. No pt incident was reported.

Manufacturer narrative:
The returned device was evaluated. A single audible beep was heard during power on. No other audible or visual references/alarms were observed. The unit display was garbled. Only certain segments of the display illuminated producing incomplete numbers/readings to the user. An internal examination reveals corrosion on the main pcba. The source of board corrosion is unk but is from fluid ingress (possibly cleaning solution). We are unable to confirm if unit is capable of measuring. A service history record review reveals that this unit was in the field for two (2) years with no previous reported issues prior to this reported event.